Event description:
A report was received that the patient was experiencing pain near her spine due to the location of the ipg. The physician elected to explant the ipg and relocate a new ipg in the patient's buttocks.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.